Event description:
As reported, during withdrawal of a 5f exoseal vascular closure device (vcd), the indicator window did not change color before exiting the body. Upon removal, the indicator wire loop was visible and oriented downward. Closure failed and manual compression was applied for 20 minutes. There were no reported injuries to the patient. A retrograde approach was used in a diagnostic procedure with an unknown 5f femoral artery sheath. The patient¿s bmi was not greater than 40. The physician was certified in using the exoseal vascular closure device (vcd). No visible device or packaging damage was noted prior to use. One exoseal vcd was used. The femoral artery site was verified as suitable via angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter =5mm. No calcification, plaque, stent, >50% stenosis, prior closure within 30 days, or pre-existing hematoma, fistula, or pseudoaneurysm were observed. Manual compression lasted 20 minutes. There was no difficulty connecting the sheath to the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until bleeding slowed or stopped. The physician had their thumb on the plug deployment button during retraction. No red color appeared in the indicator window. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, during withdrawal of a 5f exoseal vascular closure device (vcd), the indicator window did not change color before exiting the body. Upon removal, the indicator wire loop was visible and oriented downward. Closure failed and manual compression was applied for 20 minutes. There were no reported injuries to the patient. A retrograde approach was used in a diagnostic procedure with an unknown 5f femoral artery sheath. The patient¿s bmi was not greater than 40. The physician was certified in using the exoseal vascular closure device (vcd). No visible device or packaging damage was noted prior to use. One exoseal vcd was used. The femoral artery site was verified as suitable via angiography, confirming an insertion angle of 30-45 degrees and a vessel diameter =5mm. No calcification, plaque, stent, >50% stenosis, prior closure within 30 days, or pre-existing hematoma, fistula, or pseudoaneurysm were observed. Manual compression lasted 20 minutes. There was no difficulty connecting the sheath to the exoseal vcd. The indicator wire cowling locked with an audible click, pulsatile flow was observed from the bleed-back indicator, and the vcd and sheath were retracted together until bleeding slowed or stopped. The physician had their thumb on the plug deployment button during retraction. No red color appeared in the indicator window. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 5f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was performed; however, it could not be performed completely, as the unit was received fully deployed. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the reported event, having been received with the window in black/white/red position and the indicator wire retracted. Based on the information available for review and product analysis, possible user related factors (use error) may have attributed to issue experienced as it was reported that the physician kept their thumb on the deployment button during retraction. Additionally, it should be noted that the orientation of a fully deployed indicator wire should not be interpreted as evidence of device malfunction. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.